Manufacturer narrative:
The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, scratched lcd window. Motor error alarm was noted during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The motor passed the motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The customer declined to provide their blood glucose level. Nothing further was reported.